Event description:
It was reported that the insulin pump required frequent battery changes and also alarmed battery out limit. The blood glucose reading was 15.0 mmol/l. The caller stated that the insulin pump went through 3 sets of batteries in 3 days. The customer believed that the high blood glucose levels were do to a change in routine and not the insulin pump. The battery did not last longer than 1 week. The device also alarmed off no power, as shown in the alarm history. The caller noted that at no point did the insulin pump alert low battery status prior to each issue, indicating a need for battery change. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a blank display due to corroded battery tube, unable to verify excessive no delivery alarm, low battery alarm, off no power anomaly, failed battery test, battery out limit test and weak battery test due to the blank display. The insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.